Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a sporadic slow leak in the cartridge chemistry (cc) sample syringe area of the unicel dxc 600 synchron clinical system. Customer reported that the leak was confined to the interior of the instrument, behind the front cover. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a leak at the syringe/valve junction. The fse replaced the syringe and the t-valve assembly. The fse verified the service activity was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).